Manufacturer narrative:
H10.additional manufacturer narrative: tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. This report is being submitted due to a retrospective review conducted under CAPA 2017-0007. Submission of this report does not constitute an admission that the importer or manufacturer's product caused or contributed to the event. H3.device by manufacturer: on 15-jun-2015, an fse was dispatched to the customer facility to address the reported event. Fse began to troubleshoot the issues. Fse verified errors when the wash probe was starting to stick in the up position so fse replaced the wash probe with a new one, then performed a prime with no errors. The customer ran quality control (qc) in which all results were within acceptable range and verified that the analyzer was functioning correctly. The aia-360 analyzer was functioning as intended and the errors cleared. No further action required by field service. The most probable cause of the event was wash probe nozzle stuck in the up position.

Event description:
On (B)(6) 2015, a customer reported error 2017 wash probe error with their aia-360 analyzer. The customer is unable to run ctni2 patient samples. A field service engineer (fse) was dispatched to address the reported event, which resulted in delayed reporting ctni2 patient results. There was no indication of patient intervention or adverse health consequences due to the delay in reporting.